Event description:
On (B)(6)2010, it was reported that the patient's stimulation stopped. The sales representative ran an impedance check and found several invalid contacts. Parasthesia could not be achieved even when the amplitude was increased. The patient's lead was explanted and replaced. The patient is now receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation results: the lead was visually inspected and broken wires were noted. The stimulation end of the lead also had tissue attached to it. The lead was tested for continuity and failed. All channels on the lead measured open. The lead was not subjected to stress testing due to the broken wires. Conclusion: the reported event was confirmed. As received the lead failed all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.